Manufacturer narrative:
Product analysis: the balloon folds were opened indicating that the balloon had previously been inflated. Residue was visible in the inflation lumen and balloon. The balloon bond was slightly stretched. It was not possible to inflate the balloon possibly due to residue visible in the inflation lumen. The device was placed in a waterbath to disperse the residue. On removal from the waterbath there was residue visible in the inflation lumen and it was not possible to inflate the balloon. The distal shaft was cut back distal to the guidewire entry port and placed in the waterbath. On removal from the waterbath the balloon was successfully inflate to 14atms (rated burst pressure). It was not possible to deflate the balloon possibly due to the stretching of the balloon bond. (B)(4).

Event description:
The physician intended to use a sprinter legend balloon to treat a lesion with 90% stenosis in the lad ostial to d1. The device was prepped as per IFU prior to use. Negative prep was not performed. It was reported that the physician pushed the syringe with the contrast medium but it would not inject into the balloon catheter. The physician could not inflate the balloon within 6-8 atm. The device was removed and the physician tested it again, however the balloon could still not be expanded. The physician used a non-medtronic device to complete the procedure. The device was returned to the manufacturing facility and, through analysis of the returned device, deflation difficulties were observed. No patient injury reported.